Event description:
The pt experienced a burning sensation at the device site. The pt visited her physician and the company representative. The pt's device was explanted and replaced. Further info has been requested from the healthcare professional.

Event description:
Customer reports the use by date on the aviva test strip vial as 01/20/2010. MFR's batch record confirmed the actual use by date to be 11/30/2009. No adverse event reported. Requested return of suspect device and replacement was sent.